Event description:
A wound infection was reported. It was noted that the patient had taken a blood thinner which was re-started post op. There was significant bleeding at the pump site, so the blood thinner was stopped again, some bleeding and serosanguinous drainage continued. A small area of the skin opened which was closed with staples but culture taken revealed (B)(6). The pump was removed, and the patient was started on antibiotics. The pump delivered morphine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of catheter serial #(B)(4), revealed a hole in the catheter body caused by deep abrasion.

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry) the outcome was resolved without sequelae (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.